Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level reached 522 mg/dl due to the issue. To address the high blood glucose, the customer administered a correction bolus via the pump. No additional assistance from a third party was required beyond routine support. Customer changed cartridge and infusion set to address the issue.